Manufacturer narrative:
Alarm logs were provided by a customer biomed. The available information from the alarm log shows that between 1:00pm and 4:00pm multiple red alarms occurred. The alarms were noted to have been paused. As the patient was noted to have "flat-lined", the alarm would be a red asystole alarm. This alarm is seen at 16:21. The alarm ends and then alarms are paused at 16:23. Attempts to obtain additional information on this report were unsuccessful; no additional information was received from the customer, regarding the resolution of the issue. No subsequent calls have been logged for this device/issue. The device remains at the customer site. No further investigation is warranted at this time.

Manufacturer narrative:
Complaint as been changed to serious injury.

Event description:
The customer stated nursing staff claiming that on (B)(6) 2017 between 1:00pm to 4:00pm the bedside monitor did not alarm, when a patient "flat lined". The device was taken out of service. The patient was indicated to be alive/survived. The information provided at this time supports that an incident occurred with a patient that may be consistent with a serious injury (flat-lining represents an asystole or code event). A delay of response may have occurred if staff were not aware of or did not hear alarms at the time. The device may have been a factor. The device was in clinical use at the time of the issue. The patient is alive.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer stated nursing staff claiming that on (B)(6) 2017 between 1:00pm to4:00pm the bedside monitor did not alarm, when a patient flat lined. The device was taken out of service. The device was in clinical use at the time of the issue. The patient is alive.